Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is entered as (B)(6) 2005 as the procedures occurred between (B)(6) 2005 and (B)(6) 2012. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide devices referenced are being filed under a separate medwatch MFR number. Won ho kim, md; sanghoon shin, md; young-guk ko, md; myeong-ki hong, md; yangsoo jang, md; and donghoon choi, md. (J endovasc ther 2013;20:350;355): efficacy and safety of the preclose technique following percutaneous aortic stent-graft implantation.

Event description:
This event was captured based on review of the article, efficacy and safety of the preclose technique following percutaneous aortic stent-graft implantation. It was noted in the article that the perclose proglide was used in conjunction with the preclose technique to seal puncture sites after percutaneous endovascular aortic repairs. Procedure success was achieved in 359 of 367 patients and in 591 of 599 femoral sites. Access-related major adverse events developed in 25 of 367 patients. The most frequent adverse event was a hematoma 16 of the 367 patients, 17 of the 599 sites. Hematoma treated with manual compression, pseudoaneurysm in 7 of the 367 patients, 7 of the 599 sites. 6 of these resolved spontaneously and 1 required surgical repair. Bleeding occurred in 6 of the 367 patients, 6 of the 599 sites. There were 2 infections, treated with antibiotics, 2 distal embolizations, treated successfully with a thromboembolectomy, 1 acute femoral thrombosis, treated successfully with a thromboembolectomy, 1 laceration at the puncture site, treated surgically. (B)(4).

Manufacturer narrative:
(B)(4). It was reported in this literature review that the sheath size ranged from 10fr to 22fr. The closer s instructions for use states - the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.